Manufacturer narrative:
Evaluation method: device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Upon analysis, the ipg passed all functional tests. Ans has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Ans defers to the patient's physician regarding medical history.

Event description:
On (B) (6) 2010, the pt was implanted with a, scs system. The pt fell down stairs and landed on his back and experienced overstimulation at the ipg site. The clinical specialist performed a diagnostic check of the pt's settings and discovered low impedances. The pt was reprogrammed and still felt the same sensation. X-ray showed that the leads migrated. Only the ipg was explanted; the date of explant was not reported. The pt was reimplanted on (B) (6) 2010 with a new ipg. It was reported on (B) (6) 2010, that the pt feels great and is now receiving good stimulation.